Manufacturer narrative:
The pod was received fully deployed with evidence of blood on the adhesive pad and in the needle well. Investigation under magnification found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Cracks were observed in both the top and bottom housings of the pod. It could not be determined when or how these cracks occurred. Investigation of the download data from the pod indicates that the cracks did not affect the ability of the drive mechanism to deliver insulin. Investigation of the returned device found the exposed portion of the soft cannula to have multiple tears which were located by the needle tip as well as on the left and right sides of the cannula by the bottom housing window. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 450 mg/dl at the time of the event. It was reported the site was bleeding and the pod was cracked. The pod was worn between 5 and 24 hours on their arm. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.